Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. A fire was reported in the imager cabinet. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure in the power supply of the computer caused the problem. The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.